Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 75-year-old male presented with 5 days of chest pain and was diagnosed with stemi. He underwent thrombectomy of the right coronary artery with drug-eluting stent placement. Due to concern for right ventricular failure post-rca infarction, an impella rp flex was implanted for right-sided mechanical circulatory support. On p-7, the device provided effective support with improved hemodynamics. The patient developed asymptomatic atrial fibrillation and bradycardia; intravenous dopamine was initiated for bradycardia but resulted in hypertension. Chest radiography suggested the rp flex position was deep; the heart team elected not to reposition the device. Systemic heparin was started with an initial act of 150 seconds, and recommendations were made to titrate to a therapeutic act of 180¿200 seconds. Serum lactate levels were improving on support. The rp flex was successfully weaned and removed. No device malfunctions or serious injuries were reported. Device evaluation is pending if the catheter and controller logs are returned.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was unable to be determined due to insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.